Manufacturer narrative:
(B)(4). Batch # m5666c. Additional information was requested and the following was obtained: please explain what is meant by, ¿the product failed to perform to its intended standards?¿ the stapler firing handle appeared ¿locked¿ and he thought he would break something if he squeezed it any harder. Upon removing the stapler and opening it outside the patient, he noticed a few partially formed/unformed staples and no cut line. At that point, he requested a new stapler and reload and completed the case without incident. He guessed that the black firing handle was bumped inadvertently after the gray closing handle was fully locked causing the lockout. The analysis showed that the ats45 device was received in good visual condition and with a 6r45m cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the product failed to perform to its intended standards. The case was completed using another device of the same product code. There were no patient consequences reported.